Event description:
The device was used during a gallbladder procedure. Reportedly, the clips did not advance properly. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
4/7/1999- supplemental report #1 sent to FDA. Corrected data entered in d-9. Device eval indicated and codes entered in h3 and h6. Device not received for eval.